Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2017. According to the complainant, during procedure, the clip was closed on the area; however, the clip would not deploy out of the tubing correctly. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg. Site name (B)(4). Investigation results: a visual examination of the returned resolution clip device found that clip assembly was fully deployed, and the clip was not returned with the device. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2017. According to the complainant, during procedure, the clip was closed on the area; however, the clip would not deploy out of the tubing correctly. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.